Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade IV note: date of event is unknown. Concomitant medical products: 450cc mentor smooth round high profile memorygel breast implant catalog: 3504504bc lot: 6802692 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast surgery with a 450cc mentor memorygel breast implant experienced right sided capsular contracture baker grade IV post procedure. As a result, patient had an explantation on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 1/15/2020, the mentor failure analysis lab received the device for evaluation. The right sided device received was a 450cc mentor smooth round high profile memorygel breast implant catalog: 3504504bc, lot: 6802692, serial number: (B)(6). Concomitant products: 450cc mentor smooth round high profile memorygel breast implant catalog: 3504504bc, lot: 7482466, serial number: (B)(6). The investigation of the returned device was completed by the failure analysis lab on 1/24/2020. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the sample was found rupture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).